Manufacturer narrative:
Medwatch fields a2, a4, b6, b7 and d10 have been updated.

Manufacturer narrative:
The alp calibration and qc data are acceptable. A general reagent issue can be excluded as the root cause. All of the alp results for other patient samples are not affected. A hardware issue is unlikely. Based on the information provided, the investigation determined that the event was consistent with a sample-specific issue. The investigation did not identify a product problem.

Manufacturer narrative:
The patient sample tube had a high level of white cells inside before centrifugation at 18000 gb/mm3. The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alkaline phosphatase results for one patient sample tested on two cobas 6000 c501 modules. It is unknown if the initial result was reported outside of the laboratory. The sample was initially run on a cobas analyzer. As the results showed a pathologic level, the patient sample was rerun on the two cobas 6000 c501 modules (module 1 and module 2). The initial result from the cobas analyzer was 195 ui/l with a data flag that invalidated the result. The first repeat result from the cobas analyzer by automatic rerun was 238 ui/l. The second repeat result from module 1 was 132.2 ui/l. The third repeat result from module 2 was 138 ui/l. The fourth repeat result from module 2 was 288 ui/l. It is likely that the low results (132.2 & 138 iu/l) were correct.